Manufacturer narrative:
Date sent to the FDA: 02/01/2008. Conclusion-the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.

Event description:
It was reported that a pt underwent a laparoscopic supracervical hysterectomy in 2008. During the procedure, after fifteen seconds of the device being turned on, the motor drive unit started flashing on and off with intermittent power. A second disposable hand piece was attempted and the same issue occurred. The surgeon converted to a total laparoscopic hysterectomy procedure to successfully complete the case.